Event description:
It was reported that during a da vinci myomectomy procedure, the cable on the prograsp forceps instrument was identified as being broken. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument's grip cable is frayed at the distal idler pulley and the frayed strands stick out at the wrist. The other cables at the instrument's wrist were intact and undamaged. Failure analysis investigation also found the following additional damages to the instrument: the grip cable is broken inside of the housing near the clamping area, resulting in loose tension at the grip area. The surface of the instrument's distal pulley exhibited scratches. Signs of corrosion were observed inside the housing of the clamping pulley around the cable rails. It was concluded that the corrosion damage likely occurred due to improper cleaning. No other damage was found. The reprocessing instructions specifically states: cleaning, disinfection, and sterilization general information and warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. The customer reported complaint does not itself constitute a MDR reportable event; however, the frayed grip cable, if to recur, could cause or contribute to an adverse event.